Event description:
This spontaneous report (2024-cdw-01231, (B)(6)) from the united states of america was reported by a consumer (age and gender unspecified) who experienced a permanent dark brown, red, perfectly circular spot and a horrible dark black chemical burn after using the hero mighty patch original unspecified. On an unspecified date, the consumer initiated hero mighty patch original unspecified topically for pimples. After using the product, the consumer had a horrible, dark-black chemical burn in the middle of the face. Later, the consumer developed a dark brown, perfectly circular spot on their face, which was described as permanent damage right in the middle of their eyebrows, like a bullseye between their eyes and alleged that it had permanently ruined their face. No additional information was available. The action taken with hero mighty patch original unspecified was not applicable. The outcome of the events was not recovered.